Manufacturer narrative:
Follow-up #1 date of submission 08/14/2013 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box showed no evidence of a load step malfunction. The pump powered on appropriately to the verify screen. The pump passed ezprime steps appropriately and loaded a test cartridge with no issues. The force sensor was found to be out of calibration. The pump was opened, and investigation revealed a shifted force sensor component. The force resistance measurement was found to be out of specifications.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(6). The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.